Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number:2017865-2021-18952. It was reported that nose on atrial and right ventricular (rv) lead was noted with isometrics in clinic and remotely. No changes were made. Patient was in stable condition.

Event description:
New information received revealed that during generator change procedure the right ventricular (rv) lead had an insulation breach. The atrial and right ventricular (rv) leads were capped and replaced on 7 jul 2021. The patient was stable throughout the procedure.